Event description:
It was reported the closure device prematurely released. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and 27mm watchman laa closure device and delivery system were prepared as usual on the back table. The delivery system was advanced into the access system and snapped in place. The closure device was successfully deployed; however, the closure device was not connected to the core wire when the physician attempted to do a tug test. It was in a good position, so it was successfully implanted. There were no patient issues.